Event description:
Note: this report pertains to one of six devices that reportedly malfunctioned during the same procedure. Refer to associated MFR report# 3005099803-2009-00930, 3005099803-2009-00932, 3005099803-2009-00933, 3005099803-2009-00936, 3005099803-2009-00937. It was reported to boston scientific corp on feb 4, 2009 that four hydratome rx sphincterotomes and two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, the physician pulled the handle to elevate the cutting wire on the device and the cutting wire broke at the proximal part of the tip. No electric current had been applied. The same event occurred with five additional sphincterotome devices. No pieces of the cutting-wire of the six devices detached into the pt. The procedure was completed with a seventh device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.